Event description:
It was reported the customer experienced a high blood glucose of 552 mg/dl. The customer treated their high blood glucose with the bolus wizard. Customer then reported their blood glucose dropped to 52 mg/dl two hours later. Customer stated their low blood glucose caused them to hit a retainer wall with their car. It was also reported the customer's healthcare provider was able to determine their high and low blood glucose event was not caused by malfunction. Customer also reported receiving literature regarding possible blockage between their tubing and reservoir. The customer's reservoir may have a possible blockage. Customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.